Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Resistance testing found the lead was electrically continuous, physical damage was not confirmed.

Event description:
It was reported that this lead was unable to be implanted due to high impedance out range, which it can be a suspected to a lead fracture. This lead was successfully replaced. It remains in service. No adverse patient effects.